Event description:
During shoulder case, no color bars, no sync. A one-hour delay occurred and no injuries were reported. The customer swapped out control units to complete the case.

Manufacturer narrative:
Found fuse f1 blown on camera board of the unit. Replaced fuse and unit works as expected.